Event description:
Report received from abbott international affiliate of an over-delivery. The report stated, "pethidine was being administered by the pca syringe pump. The syringe was changed. Five minutes later the pump alarmed 'check plunger'. It was found that 10ml of fluid had been administered. The pump was switched off, which cleared the history of any settings. The syringe and lines were discarded. The patient reported that they felt very drowsy." There was no reported adverse patient sequelae.